Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced expected incision pain. The patient was prescribed percocet and "ibuprofen" on (B)(6) 2015. The event was considered resolved/recovered with no sequelae as of (B)(6) 2015. There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2015-00092